Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis [arthritis]. Case description: spontaneous report was received on (B)(6)-2012 from a physician regarding a female pt (age not provided), initials unk. The pt's medical history was significant for gonarthrosis. On an unspecified date in (B)(6)-2012, the pt initiated treatment with synvisc (hylan g-f 20), three injections, 2 ml per week. The lot number for synvisc was not provided. In (B)(6)-2012, the pt experienced arthritis. The event was assessed as medically significant. The action taken with synvisc was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as unk.